Event description:
It was reported that the 36khz handpiece was getting very hot with a burning smell after only a few seconds of use. This blackened the end of the tip. They replaced all consumables however, handpiece and the tip were still very hot. The event led to an increase of surgery time of 1 hour. There was no pt injury or death alleged. It was also reported that the diathermy was not working properly. The machine was also leaking a high pitched screening noise. The integra sales rep visited the user facility on (B)(4) 2013 and performed a full check with and without the valleylab force fx nosecone attached to the diathermy machine. The console, handpiece, and tip were 100 percent serviceable. The sales rep also took advise from the engineer to ensure she completed all necessary checks. After 25 minutes of constant use, the machine still continued to work perfectly. The burnt tip has been isolated.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.